Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat a stricture in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the axios stent would not deploy. The stent was removed from the patient, and the procedure was successfully completed using another axios device. No patient complications were reported as a result of this event. Note: it was reported that the axios stent was used to treat a stricture in the duodenum during an egd procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. This complaint has been determined to be MDR reportable based on investigation findings indicating the separation of the black marker from the outer sheath. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a27 captures the reportable investigation results of black marker separation from the outer sheath and attached to the stent saddle. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. The axios stent was returned partially deployed on the delivery system. Visual inspection revealed the black marker was detached from the outer sheath and attached to the stent saddle. No other damage was noted to the stent and delivery system. Product labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The customer reported that the axios stent was implanted to treat a stricture during an esophagogastroduodenoscopy (egd) procedure. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. During the product analysis, the black marker was returned detached from the outer sheath, this failure could have resulted in the stent failing to deploy during the procedure. A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process; however, initial analysis found sheath separation at the black section may be attributed to low tensile strength at the tip bond. This reduction in tensile strength can be due to a combination of manufacturing conditions of the outer sheath assembly. Based on the analysis performed and all the available information, the most probable cause of the event is manufacturing deficiency.